Manufacturer narrative:
(B)(4). Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of embolization of the valve was attributed to loss of capture during deployment of the valve. In addition, the injury leading to the pericardial effusion cannot be determined; however, it may have been related to the procedural factors (rescue CPR) and or device manipulation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): known inherent risk of procedure. (B)(4): human factors.

Event description:
During deployment of a 26mm sapien 3 valve, the temporary pacer lost capture and the valve "ejected" out of the native annulus and migrated into the proximal ascending thoracic aorta. Due to the dilated ascending aorta, the 26mm valve landed in the proximal ascending thoracic aorta. The patient's pressure quickly dropped and CPR was initiated. A percutaneous catheter was placed to stabilize the patient. It was noted that the patient was developing a pericardial effusion. The percutaneous catheter was pulled back and the embolized valve was moved into the mid-descending thoracic aorta and safely implanted. A second valve was advanced and deployed in good position (80:20 aortic/ventricle) with trace aortic regurgitation and no paravalvular leak (pvl). The percutaneous catheter was re-advanced and the pericardial effusion was drained. The patient was stable and transferred for post management care. Per report, the valve was deployed in good position but loss of rapid pacing lead to the ejection of the valve. Of last communication, the patient was doing well.